Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump was presenting with an alarm and an alarm sound was heard. It was suspected that it was a "no message" alarm. There were no reported adverse events.